Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample when processed using a vitros 3600 immunodiagnostic system. A definitive assignable cause of the event could not be determined. Historical quality control performance could not be determined therefore the performance could not be assessed. However, the customer did not process a control fluid with a troponin I concentration at or below the url therefore a reagent issue could not be entirely ruled out. A within-run tropl es precision test using known troponin I free sample was within ortho expectations indicating the instrument is performing as intended at the time of the event. Thus, an instrument issue can be ruled out as a contributing factor. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. The customer is not processing samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris was present in the affected sample, although, this could not be confirmed. The assignable cause is unknown.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropl es result from a single patient sample processed using a vitros troponin I es reagent lot 2970 in combination with a vitros 3600 immunodiagnostic system. Patient sample result of 0.250 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physical action if undetected. The non-reproducible, higher than expected, vitros tropl es result was not reported from the laboratory and ortho was not aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).